Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements over 3000 ohms. In addition, it recorded signal artifact monitor (sam) episodes prior to the out of range measurements. In addition, there was noise present on the ra lead which was oversensed and lead to inappropriate atrial tachy response (atr) mode switch. Technical services (ts) was consulted and based on the changes in the electrical measurements suspected a lead integrity issue but could not confirm a root cause. This ra lead remains in service. No adverse patient effects were reported.